Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch (ams) episodes were recorded due to oversensing and possible loss of capture. Technical support suggested device reprogramming to resolve the issue. The patient was in stable condition with no adverse consequences.